Event description:
(B)(4) clinical study same case as MDR #: 2134265-2013-08816. It was reported that patient experienced angina. In september 2010, patient presented with unstable angina and was referred for cardiac catheterization which revealed a 95% stenosed, de novo, long target lesion located in the proximal right coronary artery (rca) extending to mid rca with a reference vessel diameter of 2.75 mm and was 30 mm in length. The lesion was treated with direct placement of a 2.75 mm x 16 mm and 2.75 mm x 16 mm promus element stents in an overlapping manner resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was diagnosed with angina and the site has reported this event as adverse device event.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).